Event description:
Pt implanted with a margron-dtc hip replacement presented with thigh pain 3+ yrs postoperatively. Implant revised using alternate MFR's hip replacement sys. Dtc implant confirmed to be well fixed with substantial bony ingrowth. Implant likely to be impinging on femur, resulting in the symptomatic thigh pain. The symptoms have been noted in similar femoral stem sys and could have been treated with a strut graft with the implant remaining in place.

Manufacturer narrative:
Pt implanted with a margron-dtc hip replacement presented with thigh pain 3+ yrs postoperatively. Implant revised using alternate MFR's hip replacement sys. Dtc implant confirmed to be well fixed with substantial boney ingrowth. Implant likely to be impinging on femur, resulting in symptomatic thigh pain. The symptoms have been noted in similar femoral stem sys and could have been treated with a strut graft with the implant remaining in place. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the another country orthopaedic association in its 2007 natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.